Event description:
Based on customer (user) information, the device minimaster led (ultrasonic scaling unit) caused 2 separate incidents within a 2 week period on 2 different patients. For one patient, he claims, it caused a blister directly under the lower lip because of the extreme heat generated. The 2nd patient had a blister directly on the lower lip and claimed, it was caused by heat.

Manufacturer narrative:
Our affiliates, (B)(4) reported that patients had blisters after treatments. Evaluation tests, performed by (B)(4), did not manage to duplicate the defects. Minimaster led has been returned to the dentist. Hand-piece has been shipped to ems (B)(4) - for additional evaluation. However, special work conditions described in IFU of device may induce that tips heat very rapidly if "dry work" mode is activated. Therefore, the instruments must be activated intermittently.